Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one photograph of one device. Photographic inspection noted the tube shaft was broken. Functional evaluation could not performed since the device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on the abdominal wall during a laparoscopic hernia, the rod of the device was broken by a small fle xion, and the fired tacks were unable to penetrate and hold correctly onto the tissue, but nothing fell into the patient¿s cavity. They used a new device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph and one device. Visual and photographic inspection of the instrument noted the tube shaft was broken. Tacks were visible in the shaft. Functional testing was performed which included actuating the handle. The handle could be actuated but tacks did not deploy. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.